Event description:
Information was received that while a smiths medical cadd legacy plus infusion pump was in use, it had a "no disposable, clamp tubing" alarm. Pump was replaced, and incident was resolved. No patient injury resulted.